Event description:
Facility reported that a 60 y/o female orthopedic patient went into respiratory arrest. Device was used to begin resuscitation. Within 5 seconds, it was noticed by the therapist that there was no oxygen flow to the device. Facility reported they examined the device and discovered that the oxygen tubing was occluded at the flowmeter end. Resuscitation continued until a replacement device could be retrieved. Pt survived the incident.